Event description:
It was reported that during an unspecified stone retrieval procedure, a basket detachment occurred. The stones were located in an unspecified ureter. The gemini stone retrieval basket was advanced to the ureter, however, at an unspecified time during the procedure, the basket "dislodged from the bonded area" and remained in the ureter. The physician was able to retrieve the detached basket with an unspecified ureteroscope by unspecified means. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".